Manufacturer narrative:
H6: medical device problem code 2017 clarifier: excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the minimally calcified left common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to a coronary interventional procedure. Reportedly, it was difficult to close the foot during step 4 and resistance was felt during device removal. Excessive force was applied and the device was removed manually. The coronary procedure was discontinued. Manual compression was applied for temporary hemostasis and then the sheath was re-inserted prior to hemostasis being achieved via surgical cutdown. There was no reported adverse patient sequela post surgical procedure and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty to close the foot was not confirmed. The reported difficulty to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, force was used to remove the device. Per the instructions for use (IFU), do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, calcification or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.na.